Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to experiencing a blood glucose (bg) of 500 mg/dl. While at the ER, the customer was treated with 35 units of insulin and 2 liters of unspecified fluids. Customer left the ER the same day with bg of 230 mg/dl and in good condition. Reportedly, the suspected cause of the bg was unknown. A supply change was performed to address the issue. System check was performed with tandem technical support and verified that the pump was functioning as intended. Recommendation was made by the nurse to resume pump therapy.